Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a grommet/setscrew issue. Furthermore, the superior vena cava (svc) impedance values were elevated which triggered an alert. Noise was noted on the patient's electrocardiogram (ECG) with pocket manipulation. The svc coil was programmed off and the lead and ICD remain in use. No patient complications have been reported as a result of this event.